Event description:
While performing transurethral destruction of prostate using the niagra greenlight laser, the tip of the laser fiber broke off inside of pt. Dr. Recovered tip of fiber before awaking pt.